Event description:
Caller alleges inaccuracy with inratio. Results as follows: date 7/2007 inratio 1.6 lab 6.0. This case qualifies as an adverse event. Patient had rectal bleeding, was hospitalized, vitamin k was given, and had a blood transfusion.

Manufacturer narrative:
Discrepant results (accuracy comparison of inratio test with lab results provided by end-user at time complaint was filed: date 07/2007 inratio 1.6 lab 6.0 mean 3.8 confidence limits 2.2 - 5.7. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The inratio and lab values are not within the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time.